Event description:
Same journal article as MDR ID: 2134265-2014-02019 and 2134265-2014-02018. Reported via journal article. It was reported that hypotension and bradycardia occurred. The patient received two of the following antiplatelet agents: aspirin three days prior to angioplasty, clopidogrel five days prior to angioplasty or cilostazol three days prior to angioplasty. Access was obtained via the femoral artery and heparin was injected intravenously. The distal side of the internal carotid artery was occluded using a non bsc balloon. The lesion was then predilated with a 5.0x40mm sterling balloon at 6atms for 60 seconds and then a 10x20mm wallstent or 10x24mm carotid wallstent was deployed. Post-dilation was performed with a 7.0x20mm sterling balloon at 6atms for 2 seconds. It was noted that hypotension during carotid artery stenting (cas), bradycardia during cas and postoperative hypotension was observed. No additional patient complications were reported.

Manufacturer narrative:
Event date: (B)(6) 2009 to (B)(6) 2010. The relationship between the degree of intraoperative hypotension and the onset of postoperative hypotension in carotid artery stenting; med. Bull. Fukuoka univ. 40(1/2) (2013) e309-e315. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).